Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
Implant date was in 2007. It was reported that the patient underwent a l5-s1 spinal procedure with anterior fixation. Several weeks post op, it was found that the screws backed out at both side of l5.